Manufacturer narrative:
(B)(4). The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up performed two days post-implant, it was discovered that the measurements on this right ventricular (rv) lead were all out of range, indicating that the rv lead had dislodged. A revision was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.